Manufacturer narrative:
The device was returned for analysis. The reported safety release issue, access port issue and difficulty to retracting the vessel locator wings were not confirmed due to the condition of the device. Difficulty removing the device from the anatomy due to interaction with the clip could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device with a 6f sheath after a neurological procedure. Reportedly, after clip deployment, the starclose se device became stuck in the anatomy. Imaging revealed the vessel locator wings were 75% closed, coming up through the starclose se clip. The safety release mechanisms were used; however, the device would not come out of the anatomy. Counter traction was used to remove the device without tissue damage. The starclose se clip achieved hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.